Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8754840.

Event description:
It was reported that the patient only ever had partial effective therapy, and patient was lacking effective coverage for their lower sacrum. Surgical intervention took place on (B)(6) 2024 where the physical elected to add bilaterial s3 leads. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.